Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels with moderate ketone levels, however, specific bg value was not provided. Manual insulin injections were used to address bg. Reportedly, customer also experienced ongoing low bg levels (34 mg/dl). Customer did not specify what was done to address low bg level. Customer alleged the pump was not working as intended and caused elevated and low bg levels, but did not provide additional information. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed to address the issue. The pump supplies were in use for 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to an alternate pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Event description:
Reportedly, customer also experienced ongoing low bg levels ranging from 34 mg/dl to approximately 50 mg/dl. Reportedly, the low and high bg levels were unrelated to the pump and instead, needed longer lasting insulin.